Manufacturer narrative:
No device serial number or reporter/facility info.

Event description:
Received a maude report (B) (4) stating ventilator malfunctioned and indicated safety valve open when pca repositioned the pt. Pt's pulse ox were reported to be at 87%. The pt was manually bagged and removed from the ventilator. Unit has not been inspected by npb.